Event description:
It was reported that screwdriver used in surgery was broken when tightening screws.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; a similar device was sent for material analysis and it was determined that the deformation occurred in a torsional with the fracture occurring in a ductile mode. The most likely cause of the reported event is over-torqueing of the device during screw insertion.

Event description:
It was reported that screwdriver used in surgery was broken when tightening screws.